Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 400 units of insulin, and the insulin gauge decreased to 4 units. During a follow-up call on (B)(6) 2017, the customer loaded a new cartridge and received an accurate fill estimate. However, when attempting to deliver a 10.2 unit test bolus, the customer received an occlusion alarm. Reportedly, the customer was disconnected from the pump when the occlusion was received. Troubleshooting was performed and insulin drips were observed exiting the infusion tubing during the load fill tubing sequence. Further troubleshooting was declined by the customer. The customer cleared the alarm and resumed insulin delivery successfully. The customer's blood glucose level ranged from 220-235 (mg/dl).